Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing and non-physiologic v-v intervals. It was also note implantable pulse generator (ipg) was inappropriately firing, with pacer spikes on the t-wave. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.